Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patent presented in clinic for a routine follow-up. Upon interrogation, it was noted that the pacemaker had reached elective replacement. It was noted that the battery was at 2.65 volts and elective replacement indicator should not occur until 2.5 volts. This was believed to be due to abnormally high battery impedance. No intervention was reported. The patient was in stable condition.